Event description:
Per the patient, she was implanted with mentor gel breast implants in 2007. Subsequently, she felt she had "absolutely no energy". The implants remains implanted. See report no: (B)(4).